Manufacturer narrative:
It was reported that the event occurred in (B)(6) 2020. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump read "charge complete" when plugged in, but shut down and turned off immediately after unplugging. The problem occurred while the infusion was on hold in the patient room. There was patient involvement but no patient injury reported. No additional information is available.